Event description:
It was reported that prior to use, the upper display for the cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Device not accessible for testing (4117/3233): a getinge field service engineer (fse) has reported that the customer exchanged the display themselves. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person), e1(initial reporter & event site email), e2(unknown), e3(unknown).

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: the customer has requested a cost estimate for repairs. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during operation of the cardiosave intra-aortic balloon pump (iabp), the upper display fails. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.